Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited suboptimal threshold and amplitude measurements along with undersensing. Surgical intervention was performed and during the procedure, the suture sleeve was damaged. Boston scientific technical services (ts) advised that the lead be thoroughly inspected as damage to suture sleeve may have damaged the lead body as well. The lead was explanted and replaced. No additional adverse patient effects were reported.